Event description:
Per the clinic, the patient experienced itchiness, discomfort, skin irritation, imbalance issue, headaches, dizziness, brain fog and hot at the implant site. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached.